Event description:
Pt developed severe post-operative spasm and pain of paralumbar musculature. Resolved within 7-10 days. Pt required large amounts of p.o. Narcotics and muscle relaxers for pain management. 5 grams - direct placement on laminectomy defect.